Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the call with tandem technical support, the customer had not yet treated the bg. The customer cleared the malfunction and resumed insulin therapy.